Event description:
It was reported an over infusion event involving fentanyl drip (concentration: 2500 mcg/250 ml). It was noted that the patient arrived in cardiovascular intensive care unit (cvicu) around 1900 and was started on fentanyl drip around the time of arrival. Fentanyl was programmed to run at 25 mcg/hr. With no titrations performed. When the nurse went in to hang another medication, it was noted that the fentanyl bag was empty. The floor and patient's bedding was checked to ensure drip was not leaking, etc. But saw no evidence of this. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval., returned to manufacturer on, device return to manuf ., device eval by manufacturer, if other specify, imdrf annex a,b,c,d and g codes . H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported an over infusion event involving fentanyl drip (concentration: 2500 mcg/250 ml). It was noted that the patient arrived in cardiovascular intensive care unit (cvicu) around 1900 and was started on fentanyl drip around the time of arrival. Fentanyl was programmed to run at 25 mcg/hr. With no titrations performed. When the nurse went in to hang another medication, it was noted that the fentanyl bag was empty. The floor and patient's bedding was checked to ensure drip was not leaking, etc. But saw no evidence of this. There was patient involvement but no harm.